Event description:
The customer contact reported a tubing separation; subsequently, a leak of taxol was noted. After an unspecified length of time in use, the tubing separated from the filter. The taxol was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information provided.

Manufacturer narrative:
The customer indicated that the device was discarded.